Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on one unit of polyflux 140h during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Due to the absence of actual sample the cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted.